Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, the cables on the megasuturecut needle driver instrument snapped. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable is broken at the distal idlers pulley. Idler pulley spins freely but has damages on the edge and on the surface. Cable segment sticks out at wrist. The other cables at the wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.